Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recipient experienced infections and skin overgrowth which was treated with an antibiotic. The clinic replaced her abutment with a longer (12mm) abutment. Local anesthesia was used(date not reported).